Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, (B)(4), lot number huzh1332 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug is defective (p. 12 sec. 60i).

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of perfix plug, patient was diagnosed with adhesions, pain and hernia recurrence thereby underwent repair with removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. . This supplemental emdr represents the perfix plug (device #1). An additional emdr was submitted to represent the dart mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112770, lot number huzh1332 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug is defective (p. 12 sec. 60i) addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with recurrent right groin incisional hernia thereby underwent open repair with the implant of perfix plug (device #1) and dart mesh (device #2). Per operative notes, ¿the incisional hernia was identified and a small dart plug mesh (device #2) was placed in the internal ring superior to transversalis and inferior to ilioinguinal ligament. A synthetic mesh was trimmed and placed under external oblique fascia. An obvious fascial defect with protruding peritoneal fat was identified, repaired using trimmed perfix plug (device #1). Then, the synthetic mesh was placed over this and secured to the pubic tubercle and ilioinguinal ligament with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and right groin pain thereby underwent robotic assisted laparoscopic repair with the explant of perfix plug (device #1), dart mesh (device #2) and implant of bard soft mesh (device #3). Per operative notes, ¿encountered both groin plugs and a small hernia noted in the femoral space. The medially placed groin plug (device #1) was excised from the left peritoneal pocket. Then, plug (device #2) which placed in the indirect space was excised, found attached inferior epigastric vessels on the right underlying plug. Recurrence also noted in the indirect space, a piece of bard soft mesh (device #3) placed covering all three hernia defects in the right pelvic floor and sutured.¿ attorney alleges that the patient had pain and hernia recurrence.